Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 470 mg/dl. Customer administered a bolus via the pump in attempt to address the issue and went to the emergency room with moderate ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of insulin, resolving the issue with no permanent damage. Customer still in hospital at time of report so no release date could be obtained.